Event description:
During baxter's functional testing, a spectrum pump alarmed for a system error 322. Any related patient involvement is unknown since this occurred during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the system error 322 caused by a failed upper hook switch. The upper auxiliary, which contains the hook switch, has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.